Event description:
The customer stated that he was hospitalized with a low blood glucose of 20 mg/dl. The customer stated that he experienced high blood glucose levels prior to the event because of bent cannulas. The customer changed the infusion set twice, and gave himself insulin with a manual injection, and woke up with very low blood glucose levels, causing him to pass out. The customer stated that he just gave himself too much insulin, and declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.